Event description:
Approx one week after a 2/3rd ring was applied to the pt's tibia, it was noted that the wire carriages was broken. There was no injury to the pt. The fixator was changed without incident.